Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not meet expectations with respect to longevity. Consequently, after 10.4 months of service, the device was explanted and replaced.